Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. The pump was replaced to address the issue.